Event description:
According to the initial information received, an amplatzer guidewire (gw) got stuck in an 18mm amplatzer sizing balloon ii (sb2) catheter during a pediatric heart catheterization. The gw and sb2 were removed and the case was successfully completed with new equipment. Please reference medwatch 2135147-2012-00063 fo the sizing balloon mentioned in this report.

Manufacturer narrative:
The amplatzer guidewire was returned to aga medical damaged with the proximal end coils extended past the end of the core wire. The source of the damage could not be determined, however a review of manufacturing documentation confirmed this guidewire lot successfully completed a series of inspections to verify the integrity of the guidewire. The guidewire was measured and the diameter was found to meet specifications. Although this is not reportable to the FDA, an MDR is being submitted in conjunction with a user-facility report ((B)(4)) which sjm was made aware of on april 10, 2012.